Event description:
It was reported that a shorted lead fault was raised, and the data was consistent with a device damaged due to shocking into a shorted lead system. A short circuit condition was detected during shock delivery. The patient felt tingling sensation on the left side of her chest and left arm. Subsequently this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.